Event description:
It was reported that during a laparoscopic hernia procedure, the valve seal of the trocar disengaged. The patient outcome was reported as alive with no injury. A new device was used to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that all four received images depict surgeons removing the disengaged main valve seal with tweezers during a surgical procedure. The balloon was inflated using a test syringe; it was properly formed and no leaks were detected. The flapper valve door, when actuated, opened and closed securely. The lock collar moves up and down the cannula and snaps securely in place. The converter doors moved and locked in place properly. A test insufflation bulb was attached to the insufflation port and supplied air was injected into the cannula. The air flowed through the tubing and cannula unrestricted. A water bath test was performed for possible leakage; no air bubbles were found. It was reported that during the laparoscopic hernia procedure, the valve seal of the trocar disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.